Event description:
It was reported that pericardial effusion (pe) occurred. During a watchman procedure, a versacross access solution kit was selected for use. Venous access was obtained, the versacross system was inserted, and the versacross rf wire was moved more than once to get into position. Transseptal puncture (tsp) was attempted under intracardiac echocardiogram (ice) imaging guidance, using radiofrequency at constant energy for 2 seconds, which failed. A second attempt to cross the septum also failed. However, the third attempt was successful (wire was tenting and rf was delivered at 1 second constant). A percutaneous balloon atrial septoplasty was performed (a non-boston scientific 7x40mm peripheral balloon was used to dilate the puncture on the septum, then it was removed over the rf wire and the sheath was exchanged for the watchman sheath), thus the ice catheter was advanced into the left atrium (la). The double curve watchman sheath was advanced into the la. A non-boston scientific pigtail catheter was inserted into the la and an angiogram of the laa was performed. The watchman closure device and delivery system was advanced and positioned at the laa then subsequently deployed. The anesthesiologist noted patient's low blood pressure and ice confirmed there was a pe in the left ventricle which continued to grow around the right ventricle. The watchman device was implanted after meeting release criteria. The physician performed a pericardiocentesis (250cc of bright red blood was removed). The anesthesiologist managed the hypotension with medication. A stat echocardiogram was performed after the pericardiocentesis which noted the pe was significantly reduced. The pericardiocentesis catheter was left in place and the patient was transferred to the intensive care unit (ICU) and it was discharged on (B)(6) 2024. The device is not expected to be returned for analysis (disposed). A pre-procedure imaging confirmed there was no pe noted prior to the procedure. There were challenges to position versacross dilator into septum position before tsp was performed. In the physician opinion, it was hard to note when the effusion occurred, and what caused the complications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be field for the versacross dilator.